Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that two weeks after implant the patient felt a new pain. It was discovered that the lead anchor had broken into two pieces. The device was removed and replaced. There have been no reports of further complications regarding this event.

Manufacturer narrative:
Investigation of the device found that the silicone casing was torn. The exact root cause of the damage could not be determined.

Event description:
The device was returned and analyzed.